Event description:
Autoclave malfunction-noted wet packs in sterilizer

Event description:
Autocalve malfunction. Noted wet packs in sterilizer.

Event description:
Autoclave malfunction. Noted wet packs in sterilizer.